Manufacturer narrative:
Medwatch#: 3013164176-2024-02083 was sent in error. Additional information was received on august 15, 2024, that intra-procedural imaging demonstrated that only the gore® excluder® conformable aaa endoprosthesis (trunk, sn: (B)(6), catalog: cxt231412e) has migrated retrograde after all devices have been implanted. However, it was required to explant the present gore® excluder® aaa endoprosthesis contralateral leg due to the migration of the cxt device to which it was connected, which is reflected in the annex f coding. Nevertheless, based on the additional information, no allegation against the gore® excluder® aaa endoprosthesis contralateral leg was reported. Therefore, the available information no longer meets the criteria of a reportable incident related to the excluder® aaa endoprosthesis contralateral leg and this medwatch will be retracted.

Event description:
It was reported that on (B)(6) 2024, a patient was treated with a gore® excluder® conformable aaa endoprosthesis with active control system and a gore® excluder® aaa endoprosthesis. Immediately following the procedure, the patient presented with cranial displacement of the trunk ipsilateral leg resulting in the complete coverage of the renal arteries. The cause of the displacement is unknown. All implanted devices were explanted.

Manufacturer narrative:
D10: gore® excluder® aaa endoprosthesis - sn (B)(6), stent graft contralateral leg - (B)(6). Gore® excluder® aaa endoprosthesis - sn (B)(6), stent graft contralateral leg - sn (B)(6). W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported that on (B)(6) 2024, a patient was treated with a gore® excluder® conformable aaa endoprosthesis with active control system. On an unknown subsequent date, the patient presented with cranial displacement of the implanted devices resulting in the complete coverage of the renal arteries. All devices were explanted.